Event description:
The device was used during a laparoscopic cholesystectomy. The clips from the device came out of the instrument unformed. The first clip reportedly was fine, but the subsequent clips were spitting out of the instrument and would not form when the jaws of the instrument closed. The device was only placed across the cystic duct. Another device was opened to complete the procedure. There was no consequence to the pt. 08/21/96 1400 two clips fell into the pt and were retrieved laparoscopically.

Manufacturer narrative:
Results of evaluation: conclusion: based upon the inquiry info received and the visual examination, it was concluded that the jaws had become damaged and could not hold a clip properly, making the instrument non-functional. No conclusion could be reached as to how this damage occurred. If the jaws are closed over a hard object, the jaws can become damaged and will not hold a clip properly. Each instrument is evaluated during the assembly process to ensure the jaws hold clips properly.